Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Approx 1 devices was received for evaluation; 1 event was confirmed during testing. Approx 1 device was found to be affected by a missing component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device was missing a component. There was no patient involvement; no patient impact.